Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. No blank display anomalies were noted. Unit failed displacement test (323.4 units remaining on the status screen) followed by a motor error alarms during rewind due to motor encoder signal out of phase. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and a21 error test due to motor error alarms. No cosmetic damage noted. Unable to verify e70 alarms or a35 alarms due to motor error alarms.

Event description:
It was reported that the customer received a motion sensor test failure and a motor position encoder error alarms. Customer also reported going through the cat scan with the insulin pump on. Customer was sent to the emergency room because of an infection and high blood glucose. Customer's blood glucose was 359 mg/dl at the time of emergency room visit. Customer declined to troubleshoot for high blood glucose due to the motor position encoder error alarm. Advised the customer that the insulin pump would be replaced. No further information provided.